Event description:
It was reported that during use of the bd¿ safety-lok¿ bd¿ disposable syringe with bd luer-lok¿ tip that the syringes were leaking. The leakage seems to be occurring at the luer lock/hub. There were two occurrences.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination. We were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd safety-lok bd disposable syringe with bd luer-lok tip that the syringes were leaking. The leakage seems to be occurring at the luer lock/hub. There were two occurrences.